Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had infective endocarditis with vegetation on the leads. The organism was identified as staph. The patient was treated with antibiotics and the implantable cardioverter defibrillator (ICD) system was explanted. The patient was enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.